Event description:
It was reported the hdh05 was used during an unknown procedure. It was reported by rep that the device had solid tones and they had to change blades. Opened another device to complete the case. There was no consequence to the pt.